Event description:
The device was used during a "vats" esophagectomy. Reportedly, there was insufficient coagulation and the device did not cut or grasp. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.